Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Multiple MDR reports were filed for this event, please see all associated report(s): 0001526350-2023-00026-1, 0001526350-2023-00027-1. Review of the most recent repair record determined the test cut could not be performed due to a damaged comb. The ratchet was not working and the bottom roll required replacement. The comb, ratchet handle, and bottom roll were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Event description:
It was reported that during preventative maintenance the rollers need to be sharpened. The test cut could not be performed due to a damaged comb. There are no adverse events associated with this malfunction. Due diligence is in progress and there is no additional information available at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Medwatch reports for the cutters associated with this device: 0001526350-2023-00026 and 0001526350-2023-00027.